Event description:
A us distributor reported and electrode belt had wires exposed and was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires, check therapy electrode messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. Additionally, the trunk cable was pulled from the strain relief,damaging wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.